Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: conduction disturbances, such as rbbb, first degree av block and chb, are known potential adverse events associated with the implantation of a bioprosthetic valve per the evolutr IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Conduction disturbances can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav, as occurred in this case. Based on the limited information available, a conclusive cause for the reported conduction disturbances cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, right bundle branch block (rbbb) and first degree atrio-ventricular (av) block was noted. One day following the valve implant, complete heart block (chb) block was noted. A permanent pacemaker was implanted. No other adverse patient effects were reported.